Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, the lens has a line in the central part. Additional information has been requested and received that the dr confirms that the line found on the lens was detected by him with backlight months later, even after a vitrectomy for a macular hole, so there was no interference nor did the retinologist report the line on the lens. The line was not easy to detect and a colleague observed the patient. The dr is waiting for a response to be able to give instructions to the patient.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information requested and received stating that the physician attributed the visual deficit of the image to be caused by the macular hole appeared in the iol implanted in the patient. The physician interpreted the image as a fracture of the iol. The patient had macular hole previously. There was no relationship between the patient's macular hole and the intraocular lens and/or cataract surgery and the physician detected no abnormalities in the intraocular lens in the multiple postoperative evaluations. There is no reported defect or fault with the iol.